Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. PMA/510(k): the device is a similar device marketed in foreign countries and is not marketed under the 510k. Incomplete UDI info: this product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that the device displayed technical failure code 389. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the customer sent over data logs and pictures for further evaluation. A review of the device's log file confirms technical failure 389. The picture provided shows the o2 pressure exceeding 2.9 bar limit which indicates an issue with the pressure limiter. Customer was advised to replace the inspiration block to resolve the issue.